Event description:
It was reported that a user experienced temporary signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the responsible device, evidenced by three signal bars disappearing before data resumed, and the agent explained a bluetooth communication interruption; troubleshooting and education were completed with no alerts or alarms reported. No adverse clinical symptoms reported. Outcomes included no impact to health and no need for medical intervention. User support included review of device communication behavior and user education on bluetooth connectivity and signal loss recovery. Investigation of this case revealed a transient loss of wireless communication consistent with signal interruption, with normal readings returning once connectivity was restored, indicating the sensor remained operational and device components functioned as designed after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-environment or proximity factors affecting bluetooth connectivity.